Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. A follow-up MDR will be submitted if any additional information becomes available. The complaint for a system error 2240 was not confirmed as the sample was not available and the root cause was undetermined. A labeling review was not performed as no use error was suspected. Similar reports have been received for the reported problem and the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell. Gts assisted the home patient (hp) to clear the alarm by cycling power on the hc and assisted the hp with ending therapy. Gts explained the alarm indicated air entered the setup, and reviewed proper procedures. Gts advised the hp to contact the nurse. Product surveillance (ps) spoke with the hp, who said she notified her nurse. The hp also reported she used manual supplies that night, and then continued on the cycle the next night without complications. The patient was involved but there was no serious injury or medical intervention reported.